Manufacturer narrative:
Medical device: 72402970, 379988003, reservoir 65 ml iz.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to device not working, not pumping up. There was a hole in the right cylinder and left cylinder. All component were explanted and replaced. No adverse patient effects.